Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a baseline pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system. The activated clotting time (act) remained therapeutic during the procedure. A watchman access system (was) was inserted and advanced in the left atrium (la) and 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and subsequently released. After release, a pe was noted in the right ventricle. A pericardiocentesis was performed and left sided blood of an unknown amount was removed. The patient remained hemodynamically stable throughout. The procedure was concluded. The patient is fully recovered and discharged. In the physician's opinion, it is unknown when the perforation occurred during the procedure and does not think it occurred during the wds placement. It was further reported the patient also experienced cardiac tamponade during the event.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was a baseline pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross transseptal access system. The activated clotting time (act) remained therapeutic during the procedure. A watchman access system (was) was inserted and advanced in the left atrium (la) and 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and subsequently released. After release, a pe was noted in the right ventricle. A pericardiocentesis was performed and left sided blood of an unknown amount was removed. The patient remained hemodynamically stable throughout. The procedure was concluded. The patient is fully recovered and discharged. In the physician's opinion, it is unknown when the perforation occurred during the procedure and does not think it occurred during the wds placement.